Manufacturer narrative:
Correction: section d. Suspect medical device details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Kewal kanabar, rujuta parikh, pooja vyas, sharma, apoorva m. "Retrieval of a severely double-kinked catheter in the right brachial artery by internal fixation with a peripheral angioplasty balloon." Journal of invasive cardiology, no. 6, 2024, doi: 10.25270/jic/24.00003. Pmid: 38446028. B3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "retrieval of a severely double-kinked catheter in the right brachial artery by internal fixation with a peripheral angioplasty balloon". This is a case study involving a patient with unstable angina and accelerated hypertension who was planned for invasive coronary and renal angiogram. A 6f non-medtronic (mdt) radial sheath was introduced and coronary angiogram was done with a 5f non-mdt catheter which revealed insi gnificant disease. A renal angiogram was then performed using a medtronic 5f 125cm jr guide catheter. Significant difficultly was encountered while doing renal angiogram due to the aortic tortuosity. After the renal angiogram there was a loss of arterial pressure tracing. Fluoroscopy revealed kinking and double knotting of the guide catheter in the brachial artery at the level of the elbow, with severe spasm. All techniques to open the loop, including rotating the catheter in the opposite direction, use of a 0.035-inch guidewire and coronary 0.014-inch guidewire to cross the kink, and mother-and-child technique failed. Use of a sphygmomanometer inflated above the kink to supra-systemic pressure also failed. Multiple attempts lasting a total of 120 minutes to snare the tip of the kinked catheter with a 6f non-mdt snare in a 6f jr catheter from 7f right femoral access failed due to aortic tortuosity allowing limited movement of the snare and severe radial spasm allowing minimal movement of the kinked catheter. At this time, surgical removal was contemplated. A diagnostic angiogram showed thrombotic occlusion of the axillary artery due to repeated attempts to snare, despite activated clotting time being greater than 250 seconds. A non-mdt guidewire was advanced across the occlusion and a peripheral 5x100mm non-mdt balloon was inflated for the vasculature thrombosis. The inflated balloon fixed the catheter tip internally, and gentle pulling of the kinked catheter opened the loop. Subsequently, a 0.035-inch non-mdt guidewire was introduced, and the kinked catheter was removed. An angiogram showed axillary artery dissection with acceptable distal flow in the brachial and ulnar arteries, and occluded radial flow, which was managed conservatively. The total procedure time was 240 minutes. Low molecular weight heparin was given for 48 hours, and the patient remained asymptomatic at discharge with no signs of limb ischemia.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.